Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) k6,k6a,k7,k8 leak test failed. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the drive manifold and tested "k6,k6a,k7,k8 leak test" again it's test passed. All functional and safety checks were performed to meet factory specifications. The device can be used normally.

Event description:
N/a.